Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker only had four years remaining longevity. Boston scientific technical services (ts) found out that the patient was in chronic atrial fibrillation and that the device was programmed to atrial lead sensing. Moreover, boston scientific technical services (ts) discussed programming options. A diagnostic data analysis indicated that the device was depleting normally. The power consumption was reduced after the device was reprogrammed. The device remains in service. No adverse patient effects reported.